Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The needle to cuff miss was confirmed as a malposition of the device (suture retrieval issue). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received and analysis of the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the device condition is evident of a successful suture harvest, however, a malposition of device occurred as indicated by the formed knot in the suture bearing. In this case, the device was likely sub optimal or friable vessel tissue was present. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a small-bore sheath after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.